Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. As received, the generator normally booted to the main screen. Sensory, motor, lesion, pulse and dosed modes were tested, and no anomaly was observed. Temperature calibration test was performed, and no anomaly was observed. All the ports functioned normally, and no high temperature error message was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the ports on the generator would not heat to temperature. Different probes were used but the issue remained. The patient was already prepared for the procedure when the case was cancelled. There were no adverse consequences to the patient.